Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. In an attempt to calibrate the table error code 21 was issued. This indicates a defective inclinometer. The inclinometer and cable assembly was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the apix table would not move in any direction. There was no adverse pt involvement reported. There was no pt info reported.